Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent a open reduction internal fixation surgery for a trochanteric femur fracture. During the surgery, the nail became slightly tight in the intrathecal space because it did not match the shape of the patient's bone, but the surgeon inserted the nail. The surgeon reinserted the guidewire many times during blade insertion, but it was not corrected by the anterior approach. The surgery was completed successfully without any surgical delay. On (B)(6) 2021, the surgeon found that the blade was inserted in the incorrect direction through a nail. The surgeon performed both intraoperative and postoperative x-rays, but he wasn¿t aware of it. The surgeon predicted that this event was occurred when he reinserted the guide wire. The revision surgery was performed on (B)(6) 2021 to remove all implants and replace them with new ones. Concomitant device reported: unk - insertion instruments: (part# unknown; lot# unknown; quantity: 1) tfna end cap extens. 0 tan (part# 04.038.000s), lot# 198p191, qty 1) lockscr ø5 l34 f/nails tan light green (part# 04.005.524s, lot# 8l23832, qty 1) this report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Part number: 04.038.385s. Lot number: 173p884. Part manufacture date: 08-jun-2021. Manufacturing location:(B)(4). Part expiration date: 01-may-2031. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 85mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 04.038m385sp. Lot number: 148p857. Part manufacture date: 04-may-2021. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 85mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument and assigned as part number 04.038.385s for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.